Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: manufacturing location: (B)(4) - manufacturing date: august 28, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: it was reported that while reaming out an im canal, a reamer shaft and tip broke. The shaft (part 352.040 / lot 8034645) was able to be removed; however, the reamer head (part 352.125 / lot unknown) remains implanted. The returned shaft was examined and it was found that the tip was twisted, but intact. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive force and/or hard bone. The returned reamer shaft was evaluated and the complaint condition of ¿deformed¿ was able to be confirmed as the prongs on the distal tip of the instrument were twisted. The deformation is consistent with what would be expected if the cutting head became stuck during the reaming process; the tip of the flexible shaft would twist. It is unknown from the complaint description if proper technique was followed (i.e. 8.5mm head through 12mm head with 0.5mm increments). The system¿s medullary reamer heads range in sizes from 8.5-19mm in 0.5mm increments. The 8.5mm head is front cutting and the remainders are side cutting. In this instance, it is likely that the 12mm reamer head got stuck after partially completing the reaming, which caused the distal end of the instrument to experience a heavy torque load leading to the failure. The relevant drawings for the returned instruments were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause was unable to be determined; however, the flexible shaft failure is consistent with a stuck reamer head which could be the result of hard bone or skipping head sizes during reaming. This likely caused the reamer head to become lodged in the im canal which allowed the shaft to experience an extreme amount of torque on the distal tip. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that the reamer head from the flexible reamer set broke while reaming out the intramedullary canal. The fragments were visualized by x-ray; however, they were not able to be removed. Additionally, the flexible reamer shaft tip was also broken. The flexible reamer shaft was successfully removed from the patient. The tfn (trochanteric femoral nail) was able to be inserted and the procedure was completed. There was a 2-3 minute surgical delay due to the reported event. This report is 1 of 2 for com-(B)(4).